Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg+beta value of 1 miu/ml and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2022, resulting in a value of 4541 miu/ml. The hcg+beta reagent lot number was 584579. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer stated there were splashes around the reagent cover.

Manufacturer narrative:
The field service engineer checked the analyzer and there were no findings. The investigation could not identify a product problem. The cause of the event could not be determined.